Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photo, a hair like particulate matter inside the header cap was observed. The particulate matter was clamped under the o-ring sealing. The reported failure could be confirmed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a "hair like" particulate matter was observed inside the cap of one unit of a polyflux 14l dialyzer. The event occurred before patient use. There was no patient involvement. No additional information is available.